Manufacturer narrative:
The pump was received with a critical pump error and a pump error 35 was found in the formatted history file due to the force sensor zero off set being out of specification. Unable to perform the functional testing, including the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was received with minor scratches on the display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump alarmed for a critical alarm. The insulin pump had fallen to the ground prior to the alarm. The blood glucose reading was 5.1 mmol/l. The insulin pump will be replaced and returned for analysis.